Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
A physician attempted an arteriotomy closure, using a starclose device after a diagnostic procedure. Upon removal of the device, the vessel locator wings were still open. Hemostasis was achieved with manual compression. The physician performed a cut down to verify that there was no damage to the artery and no blood loss. The patient's current condition is unk.